Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem. However, the cause could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer did not report a malfunction. During inspection of bronchovideoscope, c-cover (plastic distal end cover) was found with corrosion. There was no patient involvement.